Event description:
Reportedly, a smartview connect stopped transmitting and displayed 'communicating with device', despite attempts at several locations and a patient-initiated transmission.

Manufacturer narrative:
Analysis summary: upon reception of the smartview connect, the reported issue was not confirmed as it was able to be paired with a reference pacemaker and a patient initiated transmission (pit) could be correctly initiated. After several bluetooth communication issues between the pacemaker and the smartview connect, a rf guard mechanism was activated, and an empty file (the rf guard) was transmitted. The consequence of such mechanism was to disable all the communications between the rms and the subject device except the pit. The first pit following this event was launched on (B)(6) 2024 after the application was updated, which led to an incomplete launch of the pit and, as a result, the pit communication never completed correctly.

Event description:
Reportedly, a smartview connect stopped transmitting and displayed 'communicating with device', despite attempts at several locations and a patient-initiated transmission.